Event description:
It was reported to boston scientific corporation that a two port through the peg jejunal tube (j-tube) was being used for the purpose of administering medication for the advanced stage parkinson's disease. The device was placed on (B)(6) 2012. According to the complainant, on (B)(6) 2012 the distal end of the j-tube became kinked. The kink was resolved manually with a guidewire. This device remains implanted. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The exact age of the patient is unknown however over 18 years old. The complainant was unable to provide the suspect upn and device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4) for the reported event of kink in j-tube. The complainant indicated that the device will not be returned for evaluation as it is implanted; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.